Event description:
It was reported when surgeon removed implant from the box, surgeon noticed that the edge of the insert, especially the posterior part of the implant, was not trimmed well. Surgeon proceeded the surgery with another product.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.